Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration and perforation by the device/ perforation (fallopian tube(s)/ perforation : oviduct"), device expulsion ("migration of essure device location of device: uterus") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a 28-year-old female patient who had essure (batch no. 808913) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included menometrorrhagia, multigravida, parity 3, hypertension, headache, ankle swelling, human papilloma virus infection, asthma, dysmenorrhea and pregnancy with contraceptive device (miscarriage). Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included bacterial vaginosis and dysplasia. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menstrual disorder ("menstrual bleeding / blood has odor"). On (B)(6) 2011, 3 months 12 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, ectopic pregnancy with contraceptive device, depression, anxiety, vaginal haemorrhage, menorrhagia and menstrual disorder outcome was unknown. The reporter considered anxiety, depression, device expulsion, ectopic pregnancy with contraceptive device, fallopian tube perforation, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: this case is linked to a first pregnancy case number (B)(4). Discrepant information: in pfs it was reported : "have you been pregnant at any time? No"; however miscarriage and ectopic pregnancy under essure were reported in summons/complaint. Diagnostic results: on (B)(6) 2011: essure device was successfully occluded (according to summons/complaint). On (B)(6) 2011¿ hysterosalpingogram:unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes, right essure device is not present in the fallopian tube (according to pfs). On (B)(6) 2011- hysterosalpingogram: the right essure device is not present in the fallopian tube. Right free peroneal spillage is identified. Essure device appears to be in the peritoneum (according to mr). Pathology reports gross description: received unfixed and indicated to be essure device from right fallopian tube is an uncoiled wire 19 cm in length received left fallopian tube and essure device. Portions of essure device are apparent extending from one end consisting of a tangle of narrow silver-colored wire. The wire within the oviduct is enmeshed in the wall. Microscopic and diagnosis: essure device, removed from left oviduct. Oviduct, left, and essure device: - no specific lesion. Most recent follow-up information incorporated above includes: on 2-aug-2018: reporters added and updated patient demographics. Historical drugs, historical condition, concomitant disease was added. Updated suspect drug indication and lot number. On (B)(6) 2011, she implanted essure (previously reported as (B)(6) 2011). Added events abnormal bleeding (vaginal, menorrhagia), depression and mental anguish, migration of essure device location of device: uterus. Previously reported "migration and perforation by the device" was updated to ""migration and perforation by the device/ perforation (fallopian tube(s)/ perforation : oviduct" and "menstrual bleeding" was updated to "menstrual bleeding / blood has odor", on (B)(6) 2017, she explanted essure. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration and perforation by the device/ perforation (fallopian tube(s)/ perforation : oviduct"), device expulsion ("migration of essure device location of device: uterus") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a 28-year-old female patient who had essure (batch no. 808913) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included menometrorrhagia, multigravida, parity 3, hypertension, headache, ankle swelling, human papilloma virus infection, asthma, dysmenorrhea and pregnancy with contraceptive device (miscarriage). Previously administered products included for an unreported indication: depo-provera and iud nos. Concurrent conditions included bacterial vaginosis, dysplasia and insomnia. Concomitant products included ethinylestradiol;etynodiol diacetate (zovia), ketorolac and tramadol. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menstrual disorder ("menstrual bleeding / blood has odor"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 12 days after insertion of essure. On (B)(6) 2011, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with buspirone, diclofenac sodium and surgery (salpingectomy (bilateral removal of fallopian tubes) and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, ectopic pregnancy with contraceptive device, depression, anxiety, vaginal haemorrhage, menorrhagia, menstrual disorder and vaginal infection outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, depression, device expulsion, ectopic pregnancy with contraceptive device, fallopian tube perforation, menorrhagia, menstrual disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: this case is linked to a first pregnancy case number (B)(4). Discrepant information: in pfs it was reported : "have you been pregnant at any time? No"; however miscarriage and ectopic pregnancy under essure were reported in summons/complaint. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result:the right essure device is not present in the fallopian tube. Right free peroneal spillage is identified. Essure device appears to be in the peritoneum (according to mr); on (B)(6) 2011: results: essure device was successfully occluded; on (B)(6) 2011: result:unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes, right essure device is not present in the fallopian tube (according to pfs). Pathology test - on an unknown date: gross description: a. Received unfixed and indicated to be essure device from right fallopian tube is an uncoiled wire 19 cm in length b. Received left fallopian tube and essure device. Portions of essure device are apparent extending from one end consisting of a tangle of narrow silver-colored wire. The wire within the oviduct is enmeshed in the wall. Microscopic and diagnosis: a. Essure device, removed from left oviduct. B. Oviduct, left, and essure device: - no specific lesion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: pfs received event " infection (bladder/ urinary tract/vaginal) type: vaginal" was added. Concomitant drug were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration and perforation by the device/ perforation (fallopian tube(s)/ perforation : oviduct'), device expulsion ('migration of essure device location of device: uterus') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 28-year-old female patient who had essure (batch no. 808913) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included menometrorrhagia, multigravida, parity 3, hypertension, headache, ankle swelling, human papilloma virus infection, asthma, dysmenorrhea and pregnancy with contraceptive device (miscarriage). Previously administered products included for an unreported indication: depo-provera and iud nos. Concurrent conditions included bacterial vaginosis, dysplasia and insomnia. Concomitant products included ethinylestradiol;etynodiol diacetate (zovia), ketorolac and tramadol. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menstrual disorder ("menstrual bleeding / blood has odor"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 12 days after insertion of essure. On (B)(6) 2011, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vaginal discharge ("vaginal discharge"). The patient was treated with buspirone, diclofenac sodium and surgery (salpingectomy (bilateral removal of fallopian tubes) and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, ectopic pregnancy with contraceptive device, depression, anxiety and menstrual disorder outcome was unknown and the vaginal haemorrhage, menorrhagia, vaginal infection, bladder disorder, urinary tract disorder and vaginal discharge had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, bladder disorder, depression, device expulsion, ectopic pregnancy with contraceptive device, fallopian tube perforation, menorrhagia, menstrual disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: this case is linked to a first pregnancy case number (B)(4). Discrepant information: in pfs it was reported : "have you been pregnant at any time? No"; however miscarriage and ectopic pregnancy under essure were reported in summons/complaint. Patient received treatment for pain, bleeding, psych injury, bladder/urinary problems, migration and perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result:the right essure device is not present in the fallopian tube. Right free peroneal spillage is identified. Essure device appears to be in the peritoneum (according to mr); on (B)(6) 2011: results: essure device was successfully occluded; on (B)(6) 2011: result:unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes, right essure device is not present in the fallopian tube (according to pfs). Pathology test - on an unknown date: gross description: a. Received unfixed and indicated to be essure device from right fallopian tube is an uncoiled wire 19 cm in length b. Received left fallopian tube and essure device. Portions of essure device are apparent extending from one end consisting of a tangle of narrow silver-colored wire. The wire within the oviduct is enmeshed in the wall. Microscopic and diagnosis: a. Essure device, removed from left oviduct. B. Oviduct, left, and essure device: - no specific lesion. Lot number: 808913 manufacturing date: 2010-12 expiration date: 2013-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration and perforation by the device/ perforation (fallopian tube(s)/ perforation : oviduct"), device expulsion ("migration of essure device location of device: uterus") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a 28-year-old female patient who had essure (batch no. 808913) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included menometrorrhagia, multigravida, parity 3, hypertension, headache, ankle swelling, human papilloma virus infection, asthma, dysmenorrhea and pregnancy with contraceptive device (miscarriage). Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included bacterial vaginosis and dysplasia. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menstrual disorder ("menstrual bleeding / blood has odor"). On (B)(6) 2011, 3 months 12 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and essure removal) and surgery (salpingectomy (bilateral removal of fallopian tubes) and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, ectopic pregnancy with contraceptive device, depression, anxiety, vaginal haemorrhage, menorrhagia and menstrual disorder outcome was unknown. The reporter considered anxiety, depression, device expulsion, ectopic pregnancy with contraceptive device, fallopian tube perforation, menorrhagia, menstrual disorder and vaginal haemorrhage to be related to essure. The reporter commented: this case is linked to a first pregnancy case number (B)(4). Discrepant information: in pfs it was reported : "have you been pregnant at any time? No"; however miscarriage and ectopic pregnancy under essure were reported in summons/complaint. Diagnostic results: on (B)(6) 2011: essure device was successfully occluded (according to summons/complaint). On (B)(6) 2011 ¿ hysterosalpingogram:unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes, right essure device is not present in the fallopian tube (according to pfs). On (B)(6) 2011 - hysterosalpingogram: the right essure device is not present in the fallopian tube. Right free peroneal spillage is identified. Essure device appears to be in the peritoneum (according to mr). Pathology reports gross description: a. Received unfixed and indicated to be essure device from right fallopian tube is an uncoiled wire 19 cm in length. B. Received left fallopian tube and essure device. Portions of essure device are apparent extending from one end consisting of a tangle of narrow silver-colored wire. The wire within the oviduct is enmeshed in the wall. Microscopic and diagnosis: a. Essure device, removed from left oviduct. B. Oviduct, left, and essure device: - no specific lesion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality-safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration and perforation by the device/ perforation (fallopian tube(s)/ perforation : oviduct'), device expulsion ('migration of essure device location of device: uterus') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 28-year-old female patient who had essure (batch no. 808913) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included menometrorrhagia, multigravida, parity 3, hypertension, headache, ankle swelling, human papilloma virus infection, asthma, dysmenorrhea and pregnancy with contraceptive device (miscarriage). Previously administered products included for an unreported indication: depo-provera and iud nos. Concurrent conditions included bacterial vaginosis, dysplasia and insomnia. Concomitant products included ethinylestradiol;etynodiol diacetate (zovia), ketorolac and tramadol. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menstrual disorder ("menstrual bleeding / blood has odor"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 12 days after insertion of essure. On (B)(6) 2011, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vaginal discharge ("vaginal discharge"). The patient was treated with buspirone, diclofenac sodium and surgery (salpingectomy (bilateral removal of fallopian tubes) and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, ectopic pregnancy with contraceptive device, depression, anxiety and menstrual disorder outcome was unknown and the vaginal haemorrhage, menorrhagia, vaginal infection, bladder disorder, urinary tract disorder and vaginal discharge had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, bladder disorder, depression, device expulsion, ectopic pregnancy with contraceptive device, fallopian tube perforation, menorrhagia, menstrual disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: this case is linked to a first pregnancy case number 2017-197187. Discrepant information: in pfs it was reported : "have you been pregnant at any time? No"; however miscarriage and ectopic pregnancy under essure were reported in summons/complaint. Patient received treatment for pain, bleeding, psych injury, bladder/urinary problems, migration and perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result:the right essure device is not present in the fallopian tube. Right free peroneal spillage is identified. Essure device appears to be in the peritoneum (according to mr); on (B)(6) 2011: results: essure device was successfully occluded; on (B)(6) 2011: result:unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes, right essure device is not present in the fallopian tube (according to pfs). Pathology test - on an unknown date: gross description: a. Received unfixed and indicated to be essure device from right fallopian tube is an uncoiled wire 19 cm in length b. Received left fallopian tube and essure device. Portions of essure device are apparent extending from one end consisting of a tangle of narrow silver-colored wire. The wire within the oviduct is enmeshed in the wall. Microscopic and diagnosis: a. Essure device, removed from left oviduct. B. Oviduct, left, and essure device: - no specific lesion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif was received. Event ", "bladder problems", "urinary problems", "vaginal discharge" was added. Outcome of events infection vaginal, menorrhagia, vaginal bleeding was updated to recovered. Reporter causality comment was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration and perforation by the device/ perforation (fallopian tube(s)/ perforation : oviduct'), device expulsion ('migration of essure device location of device: uterus') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 28-year-old female patient who had essure (batch no. 808913) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included menometrorrhagia, multigravida, parity 3, hypertension, headache, ankle swelling, human papilloma virus infection, asthma, dysmenorrhea and pregnancy with contraceptive device (miscarriage). Previously administered products included for an unreported indication: depo-provera and iud nos. Concurrent conditions included bacterial vaginosis, dysplasia and insomnia. Concomitant products included ethinylestradiol;etynodiol diacetate (zovia), ketorolac and tramadol. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menstrual disorder ("menstrual bleeding / blood has odor"). On (B)(6) 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 12 days after insertion of essure. On (B)(6) 2011, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and vaginal discharge ("vaginal discharge"). The patient was treated with buspirone, diclofenac sodium and surgery (salpingectomy (bilateral removal of fallopian tubes) and essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, ectopic pregnancy with contraceptive device, depression, anxiety and menstrual disorder outcome was unknown and the vaginal haemorrhage, menorrhagia, vaginal infection, bladder disorder, urinary tract disorder and vaginal discharge had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered anxiety, bladder disorder, depression, device expulsion, ectopic pregnancy with contraceptive device, fallopian tube perforation, menorrhagia, menstrual disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: this case is linked to a first pregnancy case number (B)(4). Discrepant information: in pfs it was reported : "have you been pregnant at any time? No"; however miscarriage and ectopic pregnancy under essure were reported in summons/complaint. Patient received treatment for pain, bleeding, psych injury, bladder/urinary problems, migration and perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result:the right essure device is not present in the fallopian tube. Right free peroneal spillage is identified. Essure device appears to be in the peritoneum (according to mr); on (B)(6) 2011: results: essure device was successfully occluded; on (B)(6) 2011: result:unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes, right essure device is not present in the fallopian tube (according to pfs). Pathology test - on an unknown date: gross description: received unfixed and indicated to be essure device from right fallopian tube is an uncoiled wire 19 cm in length received left fallopian tube and essure device. Portions of essure device are apparent extending from one end consisting of a tangle of narrow silver-colored wire. The wire within the oviduct is enmeshed in the wall. Microscopic and diagnosis: essure device, removed from left oviduct. Oviduct, left, and essure device: - no specific lesion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif was received. Event ", "bladder problems", "urinary problems", "vaginal discharge" was added. Outcome of events infection vaginal, menorrhagia, vaginal bleeding was updated to recovered. Reporter causality comment was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("migration and perforation by the device") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant) with pelvic pain, ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the perforation, ectopic pregnancy with contraceptive device and menstrual disorder outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, menstrual disorder and perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device was successfully occluded. Company causality comment. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.